Manufacturer narrative:
Electrical measurements: electrically the lead portion was according specification. The impedance between the electrodes was found above 20 mohms. Conclusion: the observations are self-explaning. Problems in sensing and capture or pocket muscle pacing can occure due to the various insulation defects.